Event description:
On (B)(6) 2013, the reporter contacted animas stating that the pump¿s casing was cracked by the battery compartment and cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2014 with the following results:a visual inspection of the pump showed a damaged cartridge compartment and a cracked battery compartment. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Additionally, the up arrow and down arrow keypad buttons were intermittently unresponsive. Evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).